Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Failure analysis unable to verify for keypad anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive and a high pitch noise was heard on the insulin pump. The customer stated a battery replacement was unable to resolve the issue. Customer's blood glucose was 68 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.